Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The solenoid valve was recommended for replacement to resolve the issue. Block a: no report of patient involvement. Block h4:â dateâ ofâ deviceâ manufacture year is 2007. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in o2 leak that could cause loss of mechanical ventilation. There was no patient involvement.